Event description:
It was reported that the customer was hospitalized. No further info on the reported issue was provided.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.